Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. The fse observed no issues with ise calibration or selectivity data. While running ise primes, the fse observed substantial bubbles in tubing line going out from ise reference valve. The fse cleared bubbles from tubing line, performed multiple primes after with no further bubbles. The customer reported the issue returned on (B)(6) 2020. The fse returned to the customer site and replaced the mixing bar, ise mix motor, and solenoid valve which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4). Refer to MDR 9612296-2020-00360 for erroneous results generated on (B)(6) 2020.

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au680 clinical chemistry analyzer. The customer reported that the sodium (na) results are running significantly higher than their second analyzer. The customer stated that they have recently replaced na electrode, all tubing, and maintenance is up to date. The same quality control (qc) material and ise standards are being used on other analyzer which does not have any issues. The calibration was acceptable prior to the event. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.